Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The 80% stenosed eccentric lesion measuring 3.0mm in diameter was located in a moderately tortuous and moderate to severely calcified right coronary artery. The lesion was predilated with a maverick balloon. A 3.0x16mm promus element stent was advanced to the lesion but could not cross. The physician attempted to pull the stent back into the guide catheter and the device was removed with some withdrawal difficulties. As the stent delivery system was removed, the stent fell off in the nurses' hands. The procedure was completed by predilation with another balloon and placement of a promus element stent. No patient complications were reported. Patient status is listed as stable. Additional information was requested, but is not available. This device is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - the bsc packaging box was returned which contained an empty inner foil pouch, an empty plastic pouch and a booklet. The device was not included in with the packaging. As the unit has not been returned a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered use/user error. The dfu states do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur. No further escalation is required at this time.

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The 80% stenosed eccentric lesion measuring 3.0mm in diameter was located in a moderately tortuous and moderate to severely calcified right coronary artery. The lesion was predilated with a maverick balloon. A 3.0x16mm promus element stent was advanced to the lesion but could not cross. The physician attempted to pull the stent back into the guide catheter and the device was removed with some withdrawal difficulties. As the stent delivery system was removed, the stent fell off in the nurses' hands. The procedure was completed by predilation with another balloon and placement of a promus element stent. No patient complications were reported. Patient status is listed as stable. Additional information was requested, but is not available. This device is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).